Event description:
It was reported that the customer was hospitalized for high bgs an dka. The device was not available for testing at the time of call. In addition, the customer reported having an alarm prior hospitalization. Also the contact stated that the customer was in ICU for two days while hospitalized and pump was removed and did not reconnect since the event.